Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation and a photo was provided for review. The investigation is currently underway. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during unpacking of the safe-t-centesis tray shipping case, three of the kits were received dirty and customer was unsure if the dirt was just on the outside or if the inside was compromised. The product was not used on any patient.

Manufacturer narrative:
H11: a review of the device history record (DHR) for part: pig1280t lot: 0001617734 was conducted. No documented quality issues or rejections related to the reported incident were identified. The review confirmed that all procedural and functional requirements necessary for product release were satisfactorily met. Three trays were received in their case by our quality team for evaluation. The case is a 10 pack, but only three trays were returned for evaluation. During evaluation, debris was observed on the outside of the packages. The source of the debris could not be identified. One photo was also provided for review. During photo review, the photo represented what was observed and reported by the customer. The trays were opened, and we could not confirm that the debris entered into the sterile packaging. Therefore, the investigation was confirmed with cause unknown. A definite root cause could not be determined. The distribution center was notified of the failure to raise awareness. The complaint was entered into the complaint management system and will be tracked and trended for future occurrences. D4 (medical device expiration date; unique identifier (UDI) #), d9 (device available for eval?; returned to manufacturer on), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during unpacking of the safe-t-centesis tray shipping case, three of the kits were received dirty and customer was unsure if the dirt was just on the outside or if the inside was compromised. The product was not used on any patient.